Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to unknown reasons. No additional information is available at the moment. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to unknown reasons. No additional information is available at the moment. No additional adverse patient effects were reported. Additional information indicated that the patient had infection. And a new system was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental report was created to update h6: patient codes: patient had infection. If information is provided in the future, a supplemental report will be issued.